Event description:
Boston scientific received information from the representative that this patient died during the implant procedure. The patient's cardiac history is significant for poor heart function. The patient then decompensated and despite a high pacing output, capture could not be obtained. Cardiopulmonary resuscitation and respiratory intubation was initiated. Despite these emergency measures, pulseless activity continued and the patient died. The cause of death was documented as cardiac arrest (pulseless activity). Boston scientific received a summation of the events during the procedure after the leads were successfully implanted. A cine image of all the implanted leads was taken and it was observed (by the cardiac shadow and the movement of the ra, rv and lv leads) that the patient's cardiac function was compromised. The patient's oxygen saturations decreased below 80% and the blood pressure (b/p) fell below 100 mmhg associated with no pulse. A code was called and emergency procedures were started. The device was attached to the leads and biventricular pacing commenced immediately. After the patient was intubated, the pulse (sinus tachycardia between 100-110 bpm (biventricular paced)) and b/p (>100 mmhg) returned. Baseline measurements, precordial ECG and intracardiac electrograms were used to verify proper lead/generator connections via the programmer. The pocket was sutured in three layers and sterile dressing was applied. A stat echo showed good lv and septal function. There was a small amount of pericardial effusion noted anteriorly; the subcostal images were good. Within 10 minutes of the echo, the b/p and hr diminished and a CPR was restarted. Despite pacing at 80 ppm with higher outputs (6 v @ 2 ms in both rv/lv) and ventilation, the patient did not recover. The device was programmed completely off (ICD and pacemaker).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.